Event description:
Ous MDR - it was reported that 38 months after the implantation the lead was capped due to oversensing and increasing threshold. During the revision it was reportedly noted that the lead was coiled above the generator housing and the connector was difficult to remove from the header due to dried blood. An event date was not reported.

Manufacturer narrative:
The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. The available iegms showed, as mentioned in the complaint text, interference signals in the right-ventricular channel that led to vf detection. Based on the available information, the cause of the defect could not be determined. If additional relevant information or the device itself should become available, the incident will be updated accordingly.